Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported that a vertebral body stent access kit was broken. No further information is available at this time. This is 1 of 1 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation of our responsible product manager showed a broken cap of the inner fluted trocar. In consequence of hammering the cap broke. Please note our op technique, in which it is not permitted to hammer on the plastic cap due to risk of breakage. If necessary, craft the metallically end of the trocars with slight hammering through the cortical. Further investigations showed no deviation of the manufacturing and material documents according to our specifications.